Event description:
New information received notes that the right ventricular lead also exhibited decreased sensing and increased capture threshold over time. No interventions were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with right ventricular lead exhibiting increasing impedance values, double the baseline measurement. No interventions were reported. The patient was stable and will continue to be monitored.